Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient with congenital cataracts underwent cataract aspiration, posterior capsulotomy, anterior vitrectomy, and intraocular lens implantation in 2011. Reportedly the patient experienced decrease in vision in 2015 and lens was explanted due to opacification and replaced with another intraocular lens. The patient was also diagnosed with eye flexor amblyopia and eye nystagmus in both eyes. The patient's current condition was reported as "good". This is report 2 of 2. Please reference MDR #1313525-2015-02041 for the lens implanted in the opposite eye.